Manufacturer narrative:
The date of device return was not provided. DHR review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The implant was returned with a cover screw and a carrier, but not in original package. The part was measured and verified to be a hahn tapered implant 3.5 mm x 10 mm (70-1154-imp0005). Complaint investigator measured the critical parameters against dwg 3025769 rev 2.0 from DHR and found no deviation. The implant thread was intact. The internal feature was fine. There was no defect or non-conformity observed. Bone debris was observed from the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that the hahn tapered implant failed to integrate. The bone grade is noted as grade iii. There is no medical or dental history noted prior to implant. The patient presented on (B)(6) 2017 for implant placement on tooth #13. On (B)(6) 2017 the patient presented and the provider states, "the device fell out ..in mouth." The patient current status is listed as, "asymptomatic at this time."